Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One empty winding former, one needle-suture piece and one suture piece were received for analysis. Product code j978h. During the initial inspection of the sample, no breakage suture was observed. Even though two extremes were noted to be broken; one extreme exhibited fraying suture since a filament of the suture was pulled, and the strand was twisted, likely caused by a surgical instrument. Furthermore, body fluids were noted along the length of the suture. The product code j978h contains an absorbable suture. As the sample was received open, the time of exposure to the environment cannot be determined. As per the condition of the returned sample, the functional test could not be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the source or name of person providing answers to follow-up questions:

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, it was reported by the sales rep, that one suture snapped at the time of surgery. She states that the doctor did not apply too much pressure and it broke. There was no patient harmed. They opened a new suture and that one worked just fine. She has the broken suture in a bag and would to get a shipper kit to return it for investigation. Device was available for return. No adverse patient consequences were reported. Additional information was requested.